Event description:
User experiencing discrepant sodium results. The following examples were provided: patient 1, initial result 132 mmol/l, repeated twice, gave results of 131 and 140 mmol/l. Patient 2, initial result 131 mmol/l, repeat 139 mmol/l. Erroneous results were not reported. The field service representative was unable to determine a cause for the discrepancy, however noted finding a gel-like substance under the sample probe driers. The driers were cleaned. Performance check tests were performed and within specification.